Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen two weeks post-procedure. The patient complained of hearing a popping sound when bending over and a bothersome mass in her vagina. The physician noted a moderate size cystocele and scheduled further treatment, but the patient never returned for treatment. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.